Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Sales rep reported a right hip revision, some poly wear and patient had dislocated. Replaced with 32mm 10 degree liner.

Manufacturer narrative:
An event regarding "dislocation and poly wear" involving an unknown liner was reported. The event was confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated "no clinical or past medical history, no examination of the explanted components, and no revision operative report are available. In this large male patient with a slightly vertical acetabular component, some poly wear and instability is not unexpected after seventeen years post-implantation with a small femoral head. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation." Conclusions: the event is confirmed as per provided medical assessment which indicated that in this large male patient with a slightly vertical acetabular component, some poly wear and instability is not unexpected after seventeen years post-implantation with a small femoral head. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this late clinical situation. No further investigation is required at this time. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Sales rep reported a right hip revision, some poly wear and patient had dislocated. Replaced with 32mm 10 degree liner.